Event description:
It was reported that the user requested to return the ilet due to difficulty navigating supply changes and feeling the pump was not right for them, discontinued use of the device, and declined further training with a reported blood glucose of 50 mg/dl. Hyperglycemia was also reported. Troubleshooting, education and further assistance were offered, which the user declined. Investigation included internal review and coordination with the healthcare provider to approve the return. Investigation of this case revealed no clinical signs, symptoms, or device-related conditions beyond the reported glycemic excursions, and no device malfunction or alarm was identified. No clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.